Event description:
Plaintiff reports initial bilateral implantation on implants. No implant date is given. Plaintiff alleges "...injuries as a result of...implants containing or consisting of silicone, silicone gel, and/or an elostomer made of silicone."